Event description:
A customer contacted stryker to report that battery pin inside the device was damaged. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be duplicated or verified. The root cause of the reported issue could not be determined.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that battery pin inside the device was damaged. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.